Event description:
Physician lap appy after hour add on case. Scrub loaded ats staple 2nd time (1st load successful fire) stapler only advanced 1/2 way and jammed. Physician able to remove device without tissue injury. Device handed off field.what was the original intended procedure?lap appy.